Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon called me to inform me he had a patient in follow up 3 months out with 2 expedium locking caps completely off the construct at l5 on a l3-s1 construct. I then obtained the appropriate information to file a complaint. No revision scheduled. Patient experiencing no adverse effects.